Manufacturer narrative:
The insulin pump received with button error alarm and no button response due to corroded keypad traces. No moisture damage on electronics noted. The insulin pump received with minor scratches on display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The customer did not know their blood glucose. The customer reported sweating prior to the device's error. The customer was advised to discontinue the use of the device and to revert to a back-up plan. Nothing further was reported.